Manufacturer narrative:
Unique device identifier (UDI) - (B)(4). Device history record (DHR) - DHR shows no abnormalities related to the reported issue. The returned 00mlx light source was in used condition with a failing power supply and blown fuses. The reported complaint is confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource blows fuses. They suspect a faulty supply due to burnt component smell. There was no known delay in surgery or injury.